Manufacturer narrative:
A return goods authorization (rga) number was issued to the distributor in australia for the return of the alleged faulty device for evaluation. As of the date of this report, the alleged faulty device has not been received.

Event description:
The following description of the event was copied from an e-mail from reporter. "We have a faulty alarm cap we found during a qa test on a bird blender (new). This is an out of box failure. I have created po# for this claim. Please let me know if you would like the faulty part removed."